Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this patient experienced chest pain overnight and this right ventricular (rv) lead exhibited high pacing thresholds. As a result, the patient was hospitalized and a revision procedure was performed, wherein the rv lead was repositioned. A computerized tomography (CT) scan showed a possible perforation; however, this was never definitely confirmed. There was no evidence of pericardial effusion on the echocardiogram. No additional adverse patient effects were reported.